Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. Two angiographic images were provided. The first shows a lateral subtracted ica dsa, arterial phase, which appears to be taken immediately post fred implantation, showing good flow through fred and distally. The fred is positioned adequately across the ophthalmic aneurysm neck. The proximal markers are at the anterior genu of the cavernous ica; the distal markers are just below the anterior choroidal artery. The proximal and distal markers are visible and seem to be fully opened. No comment can be made on the braided portion, which is obscured by contrast material. The second image (6 month follow-up) is of poor quality but shows the lateral ica dsa, labeled 6 month follow up. There is some slow flow through the diminutive cavernous and supraclinoid artery, minimal aneurysm neck remnant, flow stops at the level of the anterior choroidal, which is faintly opacified. The stent markers cannot be seen on this image, so the exact stent positioning cannot be identified. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event. The instructions for use (IFU) identifies in-stent thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that a fred 27 stent was implanted in the patient without issue. The patient was placed on dual antiplatelet therapy and did respond to it. At the six month follow up, the lumen of the fred had closed off due to thrombus. There are no patient health deficits and no intervention is planned. There was cross-fill through the acom artery.